Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that he had a rash underneath the lifevest. The patient's physician advised the patient to remove the lifevest. The medical outcome of the rash is unknown, as the patient ended use. Based on the low severity of the reported problem, there is no indication of serious injury.